Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The bolus history, time, and basal rates were fine. However, the pump did not pass the pressure test and the insulin was leaking. Also the alarm history showed three bolus stopped alarms. Later, the pressure test was executed again and passed. Pump did not recognize there was insulin in the reservoir, although cutomer placed a new full reservoir. Advised customer to discontinue using the pump and reverted to back up plan.